Event description:
On (B)(6) 2014, the patient¿s certified diabetes educator (cde) reported that the patient experienced hypoglycemia on (B)(4) 2014 10:04am. The cde reported that the patient told the following story: the patient experienced black spots in front of the eyes and was incoherent. The patient ate 6 glucose tablets, ate 2 oranges, and drank a glass orange juice; blood glucose (bg) was tested at 67mg/dl. The patient remained on pump therapy, and reported that settings were changed. The pump was ultimately replaced and was requested to be returned for investigation. The patient and cde reviewed the pump. The pump recorded a bolus of 26.35 units prior to the event. According to the advanced feature settings, the bolus was said to have been 12.3 units (for 37grams of carbohydrate) and 2.65 units (for bg 145mg/dl). The patient did not recall what bolus amount was dialed into the pump so it cannot be confirmed if use error or pump malfunction caused the incorrect bolus calculation. The patient also reports that he had resumed metformin use two weeks prior to the event. No issues were reported with the display screens or button keypads of the pump or the meter remote; the pump and meter remote were paired correctly. The patient reported the belief that the pump was calculating the bolus amount incorrectly. The cde also alleged anomalies with the pump calculator but no details were provided. Prior to the call to animas, the cde said she walked the patient through the process of an ezcarb bolus calculation and showed the patient where the pump displayed the suggested bolus amount. This complaint is being reported because allegedly a hypoglycemic event occurred due to use error or the pump incorrectly calculating bolus amounts.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last bolus delivery and the last bolus delivery were on (B)(4) 2014. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose. The pump was delivering accurately until the last date used. The pump successfully completed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required range and delivering accurately. Investigators were unable to duplicate reported complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.